Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor needle hub separated from sensor when loading in serter. It was reported that the customer was advised that the sensor would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
Inspected one opened/used enlite sensor and found needle separated from sensor. Complaint against enlite-serter.